Event description:
The customer reported that the device was not cutting and that the jaws were sticking to tissue. There was no patient injury. The customer did not provide additional information regarding the incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.